Event description:
It was reported that sometime post a port placement, the stylet was allegedly left inserted and left in place. It was further reported that when the port and catheter were removed with treatment completion, it was found that the stylet remained inside the catheter. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometime post a port placement, the stylet was allegedly left inserted and left in place. It was further reported that when the port and catheter were removed with treatment completion, it was found that the stylet remained inside the catheter. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one powerport attached to a groshong catheter and unknown brand stylet was returned for sample evaluations. No catheter stylet was noted to be within the attached catheter. Therefore, the investigation is inconclusive for the reported removal difficulty issue as the returned stylet was from a unknown brand the original stylet was not returned. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3 h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.